Manufacturer narrative:
Device evaluated by MFR: investigation completed. The device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-05761. It was reported that a guide wire broke and remained in the patient. The stenosed target lesion was located in the right coronary artery (rca). A 330cm rotawire and 1.25 rotalink burr were used for rotablation. During procedure, it was noted that 9cm of the rotawire broke and was retained in the rca. A non bsc stent was placed over the wire. The procedure was completed with another of the same device. There were no further patient complications reported and the patient's condition was stable.